Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced groin pain ("pain in groin"), pain in extremity ("pain down my leg is new"), alopecia ("hair loss"), gastrointestinal motility disorder ("bowel movement after 12 days of hysterectomy"), feeling abnormal ("miserable") and restless legs syndrome ("restless leg") and was found to have neoplasm malignant ("cancer she had was not detectable"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, groin pain, pain in extremity, neoplasm malignant, alopecia, gastrointestinal motility disorder, feeling abnormal and restless legs syndrome outcome was unknown. The reporter considered alopecia, feeling abnormal, gastrointestinal motility disorder, groin pain, medical device removal, neoplasm malignant, pain in extremity and restless legs syndrome to be related to essure. The reporter commented: going in on the 6th for laparoscopic surgery to see exactly where the coil is. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- pain in groin, pain in extremities, cancer, medical device removal and alopecia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received : the events ¿hair loss¿, ¿bowel movement after 12 days of hysterectomy¿, ¿miserable¿ and ¿restless leg¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced groin pain ("pain in groin") and pain in extremity ("pain down my leg is new") and was found to have neoplasm malignant ("cancer she had was not detectable"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the medical device removal, groin pain, pain in extremity and neoplasm malignant outcome was unknown. The reporter considered groin pain, medical device removal, neoplasm malignant and pain in extremity to be related to essure. The reporter commented: going in on the 6th for laparoscopic surgery to see exactly where the coil is. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- pain in groin, pain in extremities, cancer, medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2020: all source document information, reporter and reference section from deletion case 2020-012373 added. New events "medical device removal and cancer" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severve pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), groin pain ("pain in groin"), pain in extremity ("pain down my leg is new"), alopecia ("hair loss"), gastrointestinal motility disorder ("bowel movement after 12 days of hysterectomy"), feeling abnormal ("miserable") and restless legs syndrome ("restless leg") and was found to have neoplasm malignant ("cancer she had was not detectable"). The patient was treated with surgery (hysterectomy (full)). Essure was removed. At the time of the report, the pelvic pain, groin pain, pain in extremity, neoplasm malignant, alopecia, gastrointestinal motility disorder, feeling abnormal and restless legs syndrome outcome was unknown. The reporter considered alopecia, feeling abnormal, gastrointestinal motility disorder, groin pain, neoplasm malignant, pain in extremity, pelvic pain and restless legs syndrome to be related to essure. The reporter commented: going in on the 6th for laparoscopic surgery to see exactly where the coil is. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- pain in groin, pain in extremities, cancer, medical device removal and alopecia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jun-2020: pfs received new reporter information, medical device removal replaced with new event added pelvic pain female. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.